Manufacturer narrative:
Actual device evaluated via simulated use testing, which confirmed the reported issue. Further evaluation determined a failed vacuum sleeve was the cause of the shaft frosting.

Manufacturer narrative:
Lot number is corrected from 23152 to 26152.

Event description:
The shaft on both needles frosted during testing. There was no patient interaction at all. Complaint 1 of 2.